Event description:
It was reported that the bd plastipak¿ sterile plastic syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the device has a perforation in the syringe tube.

Manufacturer narrative:
The customer provided further information. As a result, the MDR was reviewed and found to be obsolete. Therefore this MDR will be cancelled.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ sterile plastic syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the device has a perforation in the syringe tube.